Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was being reported that while use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked for the leaks but had found none. After that the fse had completed all the functional and safety tests as per manufacturer specifications from which the no problem was found. The involvement of the patient is unknown.